Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of high blood results. Customer's caregiver states that the patient feels well and requires no medical attention. Customer's' expected blood results are 78-120 mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened 1 month ago. Customer performed back to back blood test, 457 mg/dl and 471 mg/dl fasting. Reviewed meter memory: 1:322mg/dl, (B)(6) 2015, 04:39:00 am fasting: yes. 2:571mg/dl, (B)(6) 2015, 04:40:00 pm fasting: yes. 3:422mg/dl, (B)(6) 2015, 03:08:00 pm fasting: yes. 4:243mg/dl, (B)(6) 2015, 04:19:00 am fasting: yes. 5:429mg/dl, (B)(6) 2015, 04:52:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer's caregiver states that the patient feels well and requires no medical attention. Customer's expected blood results are 78-120mg/dl fasting. Verified the strips expire 10/31/2016. Customer confirms the strips are stored properly and were first opened 1 month ago. Customer performed back to back blood test, 457mg/dl and 471mg/dl fasting. Reviewed meter memory: 1:322mg/dlmg/dl (B)(6) 2015 04:39:00 am fasting:yes. 2:571mg/dlmg/dl (B)(6) 2015 04:40:00 pm fasting:yes. 3:422mg/dlmg/dl (B)(6) 2015 03:08:00 pm fasting:yes. 4:243mg/dlmg/dl (B)(6) 2015 04:19:00 am fasting:yes. 5:429mg/dlmg/dl (B)(6) 2015 04:52:00 pm fasting:yes. No adverse event reported.